Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: acute increase in pacing capture threshold and impedance post¿leadless pacemaker implant with spontaneous resolution. Heart rhythm case reports. 2024; 10:453¿455. Doi: 10.1016/j.hrcr.2024.03.016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding this leadless implantable pulse generator (ipg). The authors described a patient who was implanted with a leadless ipg and a pull-and hold test was performed, which confirmed fixation of all four tines and all parameters were in normal range. Approximately one hour after implant, a device check showed an increase in threshold and pacing impedance. Threshold and impedance returned to normal in the standing position. A chest radiograph showed appropriate device position. Frequent remote monitoring was performed after discharge. Trends for the measured parameters at supine position improved over the course of two weeks. After two weeks, the pacing output was reprogrammed. It was suspected that acute thrombus may have developed between the tip of the ipg and the myocardium, which self-resolved over time. The device remains in use. No adverse patient effects or additional product performance issues were reported.